Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on pcb1 particularly on the back of the lcd screen and on some components. Unable to perform the displacement, and self tests due to the critical pump error.

Event description:
The customer reported via phone call that the insulin pump got water at battery area. The customer blood glucose level was unknown. Customer stated the insulin pump has cosmetic damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.